Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150102 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure to prevent bleeding of esophageal varices. The exact procedure date was unknown. During the procedure, after the device was set-up accordingly, the handle was rotated carefully until the distinct click sound was heard. Although the click sound was heard, it was noticed that the bands would not deploy, so it was not possible to ligate the varicose vein. An attempt to deploy the band was made and the bands were able to deploy; however, the handle had to be rotated a little more. Subsequently, the lesion was approached again, and the procedure was completed using the same original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.